Event description:
It was reported that thrombosis, transient ischemic attack (tia) and device explant occurred. A left atrial appendage closure procedure was performed and a 24mm watchman flx closure device was implanted. Post procedure, the patient was sent home on oral anticoagulation and aspirin. The patient returned for their 6-week follow up and transesophageal echocardiography (tee) was performed which revealed a stringy density on the 24mm watchman flx closure device. The patient was instructed to continue oral anticoagulation. On (B)(6) 2024, the patient presented to the emergency department with a tia. Tee was performed and the stringy density was re-identified. The physician believed the density identified via tee was "showering" clot and caused the tia. The patient was hospitalized and three days later, on (B)(6) 2024, the 24mm watchman flx closure device was explanted via open heart surgery. On (B)(6) 2024, the patient was extubated, however decompensated. Resuscitation was performed and the patient was re-intubated. The patient remains in critical condition.

Event description:
It was reported that thrombosis, transient ischemic attack (tia) and device explant occurred. A left atrial appendage closure procedure was performed and a 24mm watchman flx closure device was implanted. Post procedure, the patient was sent home on oral anticoagulation and aspirin. The patient returned for their 6-week follow up and transesophageal echocardiography (tee) was performed which revealed a stringy density on the 24mm watchman flx closure device. The patient was instructed to continue oral anticoagulation. On (B)(6) 2024, the patient presented to the emergency department with a tia. Tee was performed and the stringy density was re-identified. The physician believed the density identified via tee was "showering" clot and caused the tia. The patient was hospitalized and three days later, on (B)(6) 2024, the 24mm watchman flx closure device was explanted via open heart surgery. On (B)(6) 2024, the patient was extubated, however decompensated. Resuscitation was performed and the patient was re-intubated. The patient remains in critical condition. It was further reported that the patient had a medical history of prostate cancer that was in remission. Three months after the 6-week follow up, tee was re-performed, and the device related thrombus was noted to have grown. The patient's oncologist was consulted and recommended lovenox subcutaneous injections twice daily which the patient started. Two weeks later, the patient started experiencing tias, specifically experiencing confusion, one-sided weakness, and inability to communicate coherently for approximately 2 hours and then the symptoms resolved. The patient experienced the same symptoms again later that day and then reported to the emergency department. As previously reported, tee was performed which re-identified an organized device related thrombus. Interventional cardiology and cardiothoracic surgery were consulted for possible thrombus evacuation. The decision was made to proceed with surgery. The patient underwent diagnostic left heart catheterization and was found to have triple vessel disease. Surgical intervention was performed for retrieval of the implanted 24mm watchman flx closure device, suturing of the left atrial appendage, and 3-vessel coronary artery bypass graft (CABG) with a left internal mammary artery (lima) and 2 saphenous vein grafts (svg). Initially post-surgery the patient did well, however decompensated with cardiogenic shock-like symptoms. The patient was taken for a diagnostic catheterization and the lima graft was found to be "down". The patient did not recover and died. After the 24mm watchman flx closure device was explanted, the attached thrombus was examined and found to be very organized and immobile. The surgeon attempted to remove the thrombus from the 24mm watchamn flx closure device but was only able to break off pieces.

Manufacturer narrative:
An image was provided to aid in the investigation and reviewed by a boston scientific quality engineer. The image depicted a thrombosed explanted watchman closure device, which confirmed the reported device related thrombosis and device explant.

Manufacturer narrative:
B2: date of death estimated as exact date is unknown.

Event description:
It was reported that thrombosis, transient ischemic attack (tia) and device explant occurred. A left atrial appendage closure procedure was performed and a 24mm watchman flx closure device was implanted. Post procedure, the patient was sent home on oral anticoagulation and aspirin. The patient returned for their 6-week follow up and transesophageal echocardiography (tee) was performed which revealed a stringy density on the 24mm watchman flx closure device. The patient was instructed to continue oral anticoagulation. On (B)(6) 2024, the patient presented to the emergency department with a tia. Tee was performed and the stringy density was re-identified. The physician believed the density identified via tee was "showering" clot and caused the tia. The patient was hospitalized and three days later, on (B)(6) 2024, the 24mm watchman flx closure device was explanted via open heart surgery. On (B)(6) 2024, the patient was extubated, however decompensated. Resuscitation was performed and the patient was re-intubated. The patient remains in critical condition. It was further reported that the patient had a medical history of prostate cancer that was in remission. Three months after the 6-week follow up, tee was re-performed, and the device related thrombus was noted to have grown. The patient's oncologist was consulted and recommended lovenox subcutaneous injections twice daily which the patient started. Two weeks later, the patient started experiencing tias, specifically experiencing confusion, one-sided weakness, and inability to communicate coherently for approximately 2 hours and then the symptoms resolved. The patient experienced the same symptoms again later that day and then reported to the emergency department. As previously reported, tee was performed which re-identified an organized device related thrombus. Interventional cardiology and cardiothoracic surgery were consulted for possible thrombus evacuation. The decision was made to proceed with surgery. The patient underwent diagnostic left heart catheterization and was found to have triple vessel disease. Surgical intervention was performed for retrieval of the implanted 24mm watchman flx closure device, suturing of the left atrial appendage, and 3-vessel coronary artery bypass graft (CABG) with a left internal mammary artery (lima) and 2 saphenous vein grafts (svg). Initially post-surgery the patient did well, however decompensated with cardiogenic shock-like symptoms. The patient was taken for a diagnostic catheterization and the lima graft was found to be "down". The patient did not recover and died. After the 24mm watchman flx closure device was explanted, the attached thrombus was examined and found to be very organized and immobile. The surgeon attempted to remove the thrombus from the 24mm watchman flx closure device but was only able to break off pieces.